Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of high pacing lead impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one-piece. A visual examination revealed the helix extended and clogged with blood and tissue. An x-ray examination revealed the inner coil over torqued at the connector region consistent with procedural damage. An x-ray examination of the helix mechanism revealed no anomalies or distortion of the helix that would have contributed to helix mechanism issues reported in the field. The cause of the reported event was isolated to blood and tissue in the helix region and over torqued of the inner coil. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray examination of the lead revealed no other anomalies.

Event description:
It was reported that low sensing and high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. After several repositioning attempts, the helix was not extending or retracting as expected. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.